Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a procedure was performed when the issue happened. The procedure was delayed by 45-60 minute. The procedure was completed by moving the patient to another room. A philips remote service engineer (rse) remotely inspected and confirmed that motorized movements were unavailable. After reviewing log file rse found that the cause of the issue was the propeller movement of the c-arm. Fse visited onsite and found that amc triple drive servo controller was defective. Fse replaced the defective amc triple drive servo controller. After replacing the amc triple drive servo controller, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the motorized movements were unavailable. The system was rebooted which did not resolve the issue. The patient had to be removed and transferred to another room to complete the procedure. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the defective amc triple drive servo controller which resolved the issue. The device was returned to use in good working order.